Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31759543l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. In the ward after completion of the procedure, a cardiac tamponade occurred and drainage was performed. After venous blood drainage was performed, the patient¿s condition stabilized. Because the patient required another treatment (implantable cardioverter-defibrillator (ICD) implantation was planned), the patient continued hospitalization. Patient improved. Originally, the patient had two types of vt (ventricular tachycardia) (slow vt and fast vt), and as part of the treatment plan, slow vt was ablated in order to avoid inappropriate ICD activation, while ICD implantation was scheduled for the treatment of fast vt. Therefore, there is no causal relationship between the catheter ablation (including cardiac tamponade) and the ICD implantation which was planned to be performed post ablation. The reason for the prolonged hospital stay was not only the occurrence of cardiac tamponade, but also the additional treatment (ICD implantation). There is a possibility that excessive force was applied when a competitor¿s catheter was advanced deep into the cs. The effects of ablation or mapping were considered unlikely.